Event description:
Boston scientific crm received information that this right ventricular lead was repositioned due to dislodgement. The lead remains implanted.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the production lot. The biotronik sterilization protocol confirmed that all sterilization parameter, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.